Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation and photos have been provided for review. The investigation of the reported event is currently underway. (Expiration date: 12/2021).

Event description:
It was reported that approximately two years and two months post port implant via the left subclavian vein for chemotherapy, the port access area was allegedly turned black. It was further reported that subcutaneous leak of saline solution, contrast, and anticancer agent were allegedly identified near the port body. Reportedly, the port system was removed and another port system was placed. The patient was reported as stable.

Event description:
It was reported that approximately two years and two months post port implant via the left subclavian vein for chemotherapy, the port access area was allegedly turned black. It was further reported that subcutaneous leak of saline solution, contrast, and anticancer agent were allegedly identified near the port body. Reportedly, the port system was removed and another port system was placed. The patient was reported as stable.

Manufacturer narrative:
H10: manufacturing review: the lot number was provided and a device history records review was performed. The lot met all release criteria. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Evaluation summary: one powerport MRI isp with attached groshong catheter and cathlock was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Six photos were also provided and reviewed. The investigation is confirmed for splits and leaking in the catheter, as two circumferentially aligned splits were identified approximately 1.1 cm and 1.8 cm from the distal end of the cathlock. The port body with attached catheter segment was patent to infusion and aspiration with leaks noted at both splits. The edges of both splits appeared to be jagged and rounded, and the surfaces of both splits appeared to be granular. Residue was at both split edges. The findings from the investigation are consistent with fracture, natural wear, deformation due to compressive stress and fluid leak issues. The splits in the catheter likely caused or contributed to the reported leaking. However, the definitive root cause of the splits in the catheter could not be determined. Labeling review: the instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.